Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting an "ER 4" message. Per the one touch ultra meter owner's booklet, this message indicates one of the following conditions may be present: a problem with the test strip, the sample was improperly applied, there may be a problem with the meter, or when a user may have high glucose and tested in an environment near the low end of the system's operating temperature range. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. It is unclear when the alleged error message began to appear on the subject meter. It is also unclear what action the patient took regarding his diabetes management as a result of the issue. The patient informed the cca that he tests 3x/day and takes an oral medication to manage his diabetes. On the morning of the day before, the patient reported he went to the emergency room. He stated he had been feeling dizzy. During his ER visit, the patient claimed his blood glucose level was in the "700 mg/dl" range when tested with the ER/hospital meter, and that he was treated with an IV and insulin (type and dose unknown). At the time of troubleshooting, the patient confirmed that the test strips he was using appeared in good condition and were not expired. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.